Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3, preparation and inspection, of the instruction manual for evis lucera gif/cf/pcf type 260 series operation. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. Olympus will continue to monitor the field performance of this device.